Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter read inaccurately high. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2013 and obtained the following information. The patient tests her blood glucose 5x daily and manages her diabetes with insulin (type/ amount not specified). The alleged issue began a few months prior to contacting lfs. On (B)(6) 2013, the patient reported obtaining a blood glucose result of ¿379 mg/dl¿ with the subject meter. The patient denied making changes to her usual management routine. After, the patient claimed she felt symptoms of head pressure, body heat, sweaty, body was stiff, limbs were twitching, stomach cramps and alleged a ¿light stroke.¿ the patient associated her symptoms with low blood glucose. At the onset of her symptoms, the patient obtained a blood glucose result of ¿499 mg/dl¿ with the subject meter. Less than 30 minutes later, the patient was at the hospital and obtained a result of ¿133 mg/dl¿ with the hospital meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient denied administering self treatment nor receiving medical treatment at the hospital. The patient alleged her symptoms went away on their own after an hour. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca educated the patient on correctly coding the meter to match the test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.